Event description:
It was reported that during a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, it was observed that the monopolar curved scissors (mcs) instrument was not executing the commands properly; however, the procedure was already close to completion, so the surgeon decided to continue as he would use the mcs instrument very little. At the end of the procedure, when the instrument was removed, it was found that the cables were externalized. Therefore, the instrument was removed from use and will be sent back for evaluation. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.